Manufacturer narrative:
Qn#: (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was kinked during the infusion of the treatment after the insertion of the epidural analgesia. Clinical consequences: the anesthetist shortened the catheter and observed that springs were spread. The patient had to have another epidural analgesia (apd) to decrease the infectious risk for her.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was kinked during infusion. The customer returned one catheter piece (reference attached files inp1900073493). The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter piece revealed the distal end of the catheter is missing as the catheter appears to have been cut as there is no stretching of the coil wire or extrusion at the point of separation. Also, the extrusion and the coil wire are damaged at approximately 13mm from the likely most distal end. The proximal side of the catheter appears to be intact as no damage was observed. The catheter appears to have been used as biological material can be seen between the inner coils (reference files anp1900073493). No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter piece using a ruler (10171599). The returned catheter piece extrusion measures approximately 24.7cm. This indicates at least 63.8cm of the extrusion is missing as the specification for the epidural catheter indicates that the proper extrusion length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002 rev. 9. Specifications per graphic kz-05400-002, rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-110a; rev. 2, was reviewed as a part of this complaint investigation. The IFU cautions the user, "do not alter the catheter or any other kit/set component during insertion, use or removal (except as instructed)." A corrective action is not required at this time based upon the condition of the sample received and the observed evidence of the catheter appearing to have been cut. The root cause for this event could not be determined. The reported complaint of the catheter was kinked during infusion could not be confirmed based upon the sample received. Approximately 24.7cm of the catheter was returned as it appeared the catheter was cut. This means approximately 63.8cm of the catheter was not returned. The IFU for this product cautions the user to not alter the catheter or any other kit/set component during insertion, use or removal (except as instructed. Therefore, based upon the condition of the sample received and the observed evidence of the catheter appearing to have been cut, the root cause for this event could not be determined.

Event description:
It was reported that the catheter was kinked during the infusion of the treatment after the insertion of the epidural analgesia. Clinical consequences: the anesthetist shortened the catheter and observed that springs were spread. The patient had to have another epidural analgesia (apd) to decrease the infectious risk for her.